Event description:
It was reported that customer contacted support because pump time was incorrect and required updating, although customer did not know why time discrepancy occurred and discrepancy between displayed and actual time had been greater than 5 minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in updating pump time and was advised to monitor pump and follow up if time discrepancy greater than 5 minutes recurred, which customer understood and acknowledged. Cts to replace pump. Customer will continue to use current pump.